Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a cursory inspection of the complaint file for the device that was found damaged does not point to a manufacturing issue. Therefore a DHR/mre is not required. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # 9082742) was received at us customer quality (cq). The threaded distal tip broken off at the most proximal thread form. The broken off distal threaded tip of the device was received lodged within hybrid insertion handle (03.037.011). The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. The following drawings were reviewed: driving cap. Measured dimension: conclusion: the measuring result does show conformity. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Connector for insertion handle se. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 lot # 9082742) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings a pie has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within the pie. Sustaining engineering ticket was also opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the driving cap broke off. During the procedure, as the surgeon was doing the final tapping, the driving cap was on the hip with an unknown mallet and as the final feeding of the unknown intermedullary nail, the driving cap that was threaded into the insertion handle broke. The part of the driving cap that broke off was incarcerated in the insertion handle. There was no surgical delay and no adverse impact to the patient reported. Concomitant device reported: unknown mallet ( part# unknown, lot# unknown, quantity#1), unknown nail (part# unknown, lot# unknown, quantity#1), insertion handle (part#03.037.011, lot#4l67040, quantity#1). This is report 01 of 01 of (B)(4).